Event description:
Additional information received from the health care professional's (hcp) assistant reported that she had not heard from the patient for quite a while. She had no information regarding any malfunction with the device. At the last appointment the device was in working order and providing therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapy. The caller reports that the patient was diagnosed with pancreatic and liver cancer on (B)(6) and now was in hospice care. The caller reports she does not think it's "functioning like it should" because the patient was bed ridden and she had the urge to urinate but she cannot get out of bed on her own. When they help her out of bed, she doesn't pee. She thinks this could be happening because of the neurostimulator. The patient was implanted to treat overactive bladder/urinary incontinence. The patient was on pain medication. The patient was implanted in 2014. The caller later that day reports the patient had uncomfortable stimulation/overstimulation. Caller explained patient was in a semi-comatose state and could not troubleshoot. Symptoms reported was discomfort. There was a sudden change in therapy/symptoms. Caller noted a change in stimulation on monday or tuesday.